Event description:
A left total knee arthroplasty was reviewed a 1/2 years after initial implantation because of pain and suspected loose component. During the revision procedure it was noted the stem extension was fractured. The fracture appeared consistent with a fatigue mechanism.